Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The pilot tip of both drills fractured off and were not returned. The cutting edges on the device are heavily damaged/worn with many nicks and gouges in the surface, particularly just below the fracture site. The devices were manufactured in 2014 and show signs of extensive wear / usage. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the surgeon broke off the tip of the drill bits drilling into the nail. It is unknown if there was a delay reported. No patient injuries reported. An s&n backup was available.